Event description:
It was reported that an ilet user experienced hyperglycemia with capillary glucose up to 355 mg/dl and ilet reading 369 mg/dl, without pump alarms or identified infusion set leaks, and performed a guided set change with subsequent glucose decline to 210 mg/dl. Symptoms included no reported adverse clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding infusion set replacement and monitoring. Investigation of this case revealed no device alarm or delivery interruption and suggested a transient hyperglycemic event potentially related to infusion site or set performance, which resolved after a set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the absence of device malfunction evidence and the resolution with standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.